Event description:
Received a call from client at 9:00 am in 2007, stating she had a problem with crap unit at her home during the night. Apparently the unit had overheated, sparked, and shut down. Client brought unit into office that morning and unit was viewed by the respiratory therapist present, removed from service, and exchanged with like unit. Patient states that when tried to restart this morning noticed burning odor, unit would not come on, and noticed unit had burn spot on bottom and had small hole in bottom of humidifier chamber holder. No damage to property or client noted as unit was sitting on a glass covered bedside stand. Unit is a CPAP heated humidifier, model hh1, manufactured by aeiomed, and sold. Unit was immediately removed from service and exchanged. Two locations had seen some similar problems as far as humidity getting on the heater contacts, but were explained as improper filling or drying on the client's part.